Event description:
Customer reportedly received the following results on the aviva system, compared to a professional meter, within 10 minutes: 149 mg/dl (aviva) and 37 mg/dl (paramedic's meter). Customer was found unresponsive, and paramedics were called. Customer was tested at 149 mg/dl; about 5 minutes later, the paramedics obtained a reading of 37 mg/dl on their meter. Customer was treated with an IV of glucose. No actions taken based on device results. No adverse event reported related to the device. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.